Manufacturer narrative:
Philips service replaced the mrc 200+ 0508 rot-gs 1003 tube, calibrated the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that fluoro and cine were not functioning, and an error 'generator busy' was displayed on an azurion 3 m12. The clinical use of the system was in use. There was no reported patient or user harm.